Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. We also received performance data collected from the device and have analyzed the data. Analysis revealed no anomalies. Weekly compass data shows ventricular percent pacing per day=100, between (B)(6) 2009 and (B)(6) 2010.

Event description:
It was reported that the device had no ability to sense. The device was explanted and replaced. No patient complications have been reported as a result of this event.